Manufacturer narrative:
The customer has not returned product 26870ufs for evaluation. The date code per the medwatch report we received from the customer is uu which indicates the manufactures date of july 2015. The facility was shipped the product in october of 2015 approximately 4 years ago. The product will not be returned for evaluation.

Event description:
Allegedly per the customer, during an appendectomy the surgeon noticed a small 1-2 mm partial thickness burn on the cecum. Per surgeon the burn came from the insulation of the electrocautery device. The procedure was completed.